Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to remove balloon requiring medical intervention. Device issue: difficult to remove. It was reported that there was failure of the balloon to move out of the stent once deployed. This resulted in a highly dangerous situation as the guide catheter was sucked in. Another unspecified guide wire was used to retrieve the stent balloon. No additional event or patient information is available.